Event description:
It is reported that the device was implanted in 2006. Approximately two weeks post-op, m/l taper increased stress on the medial calcar causing fracture of femoral shaft requiring open reduction internal fixation.

Manufacturer narrative:
Eval summary: pt build and activity level are not known. Exact cause for situation is not known. No product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.